Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that insulin pump was just received and was not able to perform any commands. Call was disconnected and customer did not give anymore details. Call was made to customer and the person who answered the phone stated that customer had a "diabetic attack" and hung up the phone.